Event description:
It was reported that there was dislodgment of the atrial lead, when the patient "was exercising". The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that at the time of the device replacement, it was noted the atrial lead was wrapped around the device and not working. The doctor decided to cut and cap the lead.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.